Event description:
It was reported that the patient complained of pain that was not controlled by the pump. A dye study was performed by the managing physician on the day of report. The catheter was easily aspirated and no obvious catheter malfunctions were noted. The doctor reported that the patient was having leg heaviness and weakness recently. The doctor was concerned about a granuloma as the drug concentration was noted to be high. An MRI was reportedly ordered and the logs were checked. The patient was described as alive with no injury at the time of report despite the pain and less than 50 % therapy relief. The patient's pump was intended to infuse dilaudid. Additional information was requested, but was not available at the time of report.

Manufacturer narrative:
Concomitant products: product ID 8709, lot # j11198r49, implanted: (B)(6) 2002, product type catheter; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).